Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the sleek rx pta catheter products that are cleared in the us. The 510 k number and pro code for the sleek rx pta catheter products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a balloon angioplasty procedure using a litepac balloon catheter. During the procedure, fluid leakage was observed at the distal tip of the balloon, resulting in the inability to achieve adequate balloon inflation. Additionally, slight difficulty was encountered during device retraction. The procedure was subsequently completed using an alternate device. There was no reported patient injury.